Event description:
Unrequested pca bolus delivery reported. The pump was returned from clinical service with a note attached stating "please check pump, pt states pump gives meds even when pt doesn't push button." There was no tracking (nurse, pt, location) included on the note. There was no incident report generated. There was no pt harm reported. Though requested, there was no add'l info available.